Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The failure could be reproduced and the sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will be submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the device stopped reading/displaying pressures and temperature. The customer exchanged the cardiohelp and the new console read pressures and temperatures on the original disposable, eliminating a disposable issue. No harm to any person has been reported. As the pump stops and the cardiohelp was exchanged by customer a report is needed. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on year 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. A getinge field service technician (fst) was sent for investigation. The failures could be reproduced and the sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The exact root cause remains unknown, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failures: - response time is too long - too high / low atmospheric pressure - user accidentally disconnects the temperature sensor - no temperature measurement and/or alarm limits not working referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. Furthermore, according to the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). According to the IFU, chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The device was manufactured on 2015-09-15. The review of the non-conformities has been performed on 2024-07-30 for the period of 2015-09-15 to 2024-04-22. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failures "device stopped reading/displaying pressures and temperature" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the sensor panel was requested for investigation, if available and if significant information become available the complaint will be re-opened and further investigation steps will be initiated.

Manufacturer narrative:
A follow up will be submitted when additional information become available.

Event description:
The failure was detected during in-house repair. The customer reported, that the device stopped reading/displaying pressures and temperature. The customer changed the cardiohelp and the new console read pressures and temperatures on the original disposable eliminating a disposable issue. No more information received. No harm to any person has been reported. Complaint ID: (B)(4).